Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator has a display issue. The device was in clinical use when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the customer's v60 ventilator has a display issue. It was reported that the display was dim and then turns bright. The rse informed the customer of the latest version of the service manual (version t). The customer reported that the display was disassembled with no loose connections noted. The rse then informed the customer that the recommended repair per the service manual, is to replace the user interface (ui) assembly. The customer was provided with the part number for a replacement ui assembly. The investigation is ongoing.

Manufacturer narrative:
A follow up was performed with the customer, and it was reported that the user interface (ui) assembly was replaced to resolve the issue.

Manufacturer narrative:
It was reported that the user interface (ui) assembly was replaced to resolve the issue.